Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed selftest, unexpected alarm error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor resistor . Unable to perform excessive no delivery test, occlusion test, displacement accuracy test or verify over delivery due to prime anomaly. Unit received with cracked lcd window, cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 27 mg/dl at the time of the incident. The customer was at 128 m/dl at the time of the call. The customer has had lows since they got onto pump therapy. The caller stated that paramedics have been dispatched 23 times and the customer has been hospitalized 2 times due to extreme lows or highs. The customer was given food to treat the recent low. The customer experienced symptoms such as sometimes going into a coma, loss of consciousness, and low body temperature. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer thinks the pump may be over delivering. The insulin pump will be returned for analysis.